Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement and active current measurement. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. Thump software was utilized and uploaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. The adapt tool revealed no delivery alarm on 10/13/2024 at 03:45:00.000 during basal. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case and cracked case (battery tube). No delivery alarm and failed batt test were not confirmed. Unit was tested successfully. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, insulin pump no delivery/occlusion alarm, failed battery test. The customer reported blood glucose value of 350 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Document type of diabetes: type 1. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-397a. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer was unable to run a transmitter test and/or test passed. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884. No product return is required for mmt-397a.